Manufacturer narrative:
Claim# (B)(4).

Event description:
Received a voluntary event report from the FDA - # mw5086195. The patient reported that they had visian icl procedure early 2017. Since then patient has developed significant cataracts which requires an iop procedure to correct. Currently the patient is experiencing loss of contrast in bright light, impaired depth perception, reduced field of vision and reduced night vision. Reportedly the surgeon wants to perform additional iol procedure to correct the outcome of the icl procedure. The reporter indicated that vyvanse, finasteride, trazodone, and vitamin d, b12, magnesium, zyrtec are currently being taken. No further information provided to follow up on.